Manufacturer narrative:
The pump passed the displacement test, sleep current test and active current test. The adapt tool did not indicate abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph. Unexpected battery power loss not confirmed. Low battery alert less than 1 week not confirmed. Charge/battery lasts less than expected not confirmed. Pump error 63 alarmed during self test and confirmed in pump history with variable (03) due to broken trace at u1 keypad assembly (pin 6). Pump received with pillowing and cracked keypad overlay at select button. Pump received with serial number label damaged/faded. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the customer received a low battery alert prior to replace battery alert, replace battery now alarm, or off no power alarm. This was the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after low battery warning. Battery cap was not damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.